Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
When the motor capacitor was mounted in a reference compressor the compressor motor did not start and a fuse blew in the compressor after approximately 10 seconds. If the motor capacitor would fail during use, the compressor cannot deliver enough air pressure to a connected ventilator, alarms for low air supply pressure and high o2 concentration will appear on our ventilator. If no o2 gas is connected to our ventilator, stop of ventilation may result as a worst case scenario. Why the capacitor failed, could not be determined in this investigation.

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).